Event description:
Healthcare professional reports patient coded during hemodialysis treatment. Patient was taken off dialysis at this time and transferred via paramedics to hospital. Patient expired several hours later. No additional information able to be obtained.